Event description:
On 8-apr-2026, it was reported by a sales representative via (B)(4) that an ar-9260-45 retractor had a piece broken off. Noticed during a case but able to complete with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.